Manufacturer narrative:
The suspect device was not returned. However, a lot review was performed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. (B)(4).

Event description:
A report was received that stated a customer experienced a problem with a tracheal tube. The customer reported that when the volume of air in the tracheal tube cuff was increase by one cc, the patient's tidal volume increased. The patient was not reintubated. There was no patient harm or injury reported. The product is not available for return.

Manufacturer narrative:
(B)(4).